Event description:
A male underwent initial aaa repair in 2008. One main body graft and two iliac leg grafts were placed. At a follow-up CT in 2007, there was no leak. The pt presented emergently with back pain and low blood pressure. A CT at that time indicated a rupturing aaa. In 2008, the intraoperative angiogram noted that the pt had a left iliac distal retrograde leak filling the aneurysm. The physician added an iliac leg graft to extend to the hypo and achieved a seal. The leak was completely resolved on the final run. The pt is doing well other than his copd.

Manufacturer narrative:
Eval: each zenith device is shipped with an "instructions for use" (IFU) booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up, so that leaks should they occur can be identified and addressed before causing clinical problems. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that a distal type I endoleak occurred due to anatomical changes over time and pt anatomy.